Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(4) 2010 and operated successfully until (B)(6) 2010. The user was alerted to a problem by the red status led flashing and an audible beep the investigation of the pad device found the fault was caused by two sharp folds in the membrane tail. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.